Event description:
This is a report of a peritoneal dialysis (pd) patient who passed away therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to passing away. It was unknown if therapy was ongoing at the time of death and it was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.